Event description:
It was reported that the right ventricular (rv) lead "failed to rescue" the patient from ventricular tachycardia (vt). The physician suspected that the placement of the rv lead was a "factor" in the shocks failing to rescue the patient. The lead was cut just below the yoke and capped to reduce pocket bulk. The partial lead that was explanted was discarded by the customer. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); explanted: 2013 (B)(6). (B)(4).